Manufacturer narrative:
E.1 initial reporter phone # :(B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was false resistance. The following information was provided by the initial reporter: customer reported result discrepancy from a patient sample. The discrepancy was in relation to the esbl resistance marker and carbapenemanse production. The client performed a manual disk diffusion test with the drugs and the result was sensitive. Phoenix had released as resistant. E.coli identification.

Event description:
It was reported that while testing escherichia coli, the bd phoenix¿ m50 automated microbiology system gave false resistant results for imipenem and ertapenem. There were no reports of patient impact.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b5.describe event or problem: it was reported that while testing escherichia coli, the bd phoenix¿ m50 automated microbiology system gave false resistant results for imipenem and ertapenem. There were no reports of patient impact. B6. Relevant tests/laboratory data: disk diffusion h.5. Labeled for single use: no h6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported a false resistant result on their instrument. The instrument reported esbl resistant, the customer performed a disk diffusion, and the result was sensitive. There were no instrument errors reported. The root cause of this failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation, and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results did breach an alert level trend in the month of august 2023. An investigation into this breach did not reveal a trend with customer, root cause or failure mode. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.